Event description:
The sales consultant reported to service and repair: when the handpiece for battery is attached to the units the motor runs continuously and will not stop; it was found after surgery. There was no case impact. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.additional evaluation was conducted. The report indicates that the customer reported the item was running continuously. The repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. This item was repaired and passed final inspection on 24-jan-2014 and returned to the customer on 31-jan-2014.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted /explanted. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2013 due to motor failure. The customer called in a service request for this item on (B)(6) 2013 for runs continuously. The previous service condition of motor failure is relevant to the current complained issue of runs continuously.

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: gxl. Device is an instrument and is not implanted/explanted. The device has been received and is entering the complaint system. The investigation is ongoing. Placeholder.